Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat and opening curved on posterior leak test and microscopic analysis was performed which identified: sharp opening on posterior, observed void >1 mm in non-textured, valve-to shell-bond area and observed void on valve side out specification per qa199.06 (texture side). The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on patch (shell bond edge) due to an unidentified (tear) opening. Void on valve texture side assessed as a workmanship.

Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.